Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6). Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s pain stimulation system is just there, but not working. The patient stated that she is not using it anymore. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.